Event description:
Additional information was received as follows: it was reported that the type I endoleak resolved without treatment one week post stent graft implantation.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm diameter fusiform abdominal aortic aneurysm approximately four weeks ago. The proximal aorta was 21-28.4 mm in diameter and 37 mm in length. It was reported that during the final angiogram a proximal type 1a endoleak was noted. An endurant cuff (B)(4) cuff was implanted; however the endoleak did not resolve. The physician commented that the cause of the endoleak was the large diameter and diseased proximal aortic neck. The physician decided to take a wait and see approach. If the endoleak continues, the physician will consider implanting a palmaz stent. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (large diameter and diseased proximal aortic neck). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (large diameter and diseased proximal aortic neck).